Event description:
Baxter (B)(4) received a report that the coiled tubing inside an infusor had become kinked during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40 ml of solution in the reservoir. The reported condition of tangled coiled tubing was confirmed. The root cause was operator error during the manual assembly process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.